Manufacturer narrative:
The investigation thrombocytopenia and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23646 in accordance with updated procedures.

Event description:
The complainant reported that a patient on impella 5.5 support had sustained ventricular tachycardia. Antiarrhythmics were adjusted. Transthoracic echocardiogram was obtained and impella 5.5 was repositioned. The physician stated that impella position is optimized at 4 centimeters with the patient¿s anatomy 5 centimeters caused the patient to go into ventricular tachycardia requiring cardioversion. Additionally, the patient is heparin-induced thrombocytopenia (hit) positive. Systemic heparin was removed and the patient was on direct thrombin inhibitor therapy. It was further reported that the family decided to withdrew care and the patient expired.

Manufacturer narrative:
B.2 the exact date of death is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿